Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the patient had a motor vehicle accident and suffered a fracture. The patient was implanted with a femoral recon nail, 2 recon screws, and 2 distal locking screws. X-ray images then taken for evaluation showed that the screws were not properly placed through the hole in the nail. Patient was revised on (B)(6) 2017 by revision of a dynamized nail, and removal of the distal interlocking screws in the lower part of the femur. No further information was provided. This report is for one (1) screw this is report 5 of 5 for (B)(4). (B)(4) captured intra-operative event when a periprosthetic fracture of the femoral neck during a surgery. (B)(4) captured second revision about diagnosed misplacement of two titanium screws of intermedullary nail.